Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse noted a sticky substance on the e-stop switch as well as errors in the logs pointing to the emergency stop button being pressed even when no user input was acknowledged. The fse replaced the e-stop switch on the surgeon side console (ssc). The system was tested and verified as ready for use. The affected part involved with this complaint is a field scrap item and will not be returned to isi for further investigation. The complaint was confirmed based on the field evaluation. The probable root cause is attributed to the e-stop switch on the ssc. This issue can be resolved by replacing the e-stop switch.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the system had shut down and when the customer was restarting it there were faults stating that the patient side cart (psc) and the surgeon side console (ssc) were not connected to the vision side cart (vsc). The technical support engineer (tse) had the customer hard power cycle the system, but the system displayed a message prompting to remove the instruments. The customer did so but the system did not complete the self-test. The tse had the customer hard power cycle again then the ssc2 faulted. The customer found that the ssc2 e-stop button was lit after the reboot. The tse had the customer disconnect the ssc2 from the system and the issue was resolved. The procedure was completed with no reported injury.